Event description:
The customer reported via phone call that he experienced low blood glucose. The customer stated that he gave a bolus and had a big dinner. Then he noticed his blood glucose was low. The customer stated that he thought that the he had over bolused but did not find anything in the bolus history. Blood glucose value was 50 mg/dl; he treated with a spoonful of honey. The drive support cap is recessed and device was not exposed to a magnetic field. Most recent set change was on (B)(6) 2015 evening and the customer was disconnected during the rewind/prime sequence. The reservoir is showing the same amount of insulin as shown on the status screen. The insulin pump passed the displacement test. The customer also reported that the insulin pump has some scratches on the casing that are superficial and are not compromising the device. The customer stated that maybe the weather changes have caused his blood glucose to fluctuate. Last blood glucose was 99 mg/dl. He was advised to contact the doctor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.